Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient experienced sudden pain at the implantable neurostimulator (ins) site. Patient had not tried to turn stim down or off to see if pain goes away. Patient had called her healthcare provider (hcp) and was told to schedule appointment if it does not go away in a few weeks. Patient indicated she was at 5v. The event occurred a couple weeks ago. Additional information was received from a hcp. The hcp reported that the cause of the pain at the ins site was not determined. The hcp stated that the patient declined immediate appointment and went to their primary care physician first. The hcp noted that the patient would not be seen at their office until (B)(6) 2017. Additional information received as doctor reported that interstim battery granted to skin surface which was causing discomfort and paint when the pressure was applied. Patient was seen and examined and surgery had been scheduled to revision of interstim. There were no complications or that no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported. Patient weight was obtained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.